Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended however no changes will be made until the patient is seen in clinic on (B)(6) 2018. Patient was stable.